Event description:
It was reported that the pump has problem with cassettes. There was unknown patient involvement.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). H3, h6: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found damaged downstream occlusion (dso) seal, scratched lens and damaged battery compartment. Also found damaged alternating current (ac) connector and liquid in the dso sensor. The reported condition was duplicated, caused by liquid in the dso sensor. The dso sensor was replaced to correct the primary problem. Repairs also included replacement of dso seal, lens, battery compartment and ac connector.